Event description:
On (B)(6): customer reports female patient was undergoing a (B)(6) study when the system fluoro failed. Physician aborted the study due procedure essentially at the start of exam and rescheduled the patient for another day. Patient is fine.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.